Manufacturer narrative:
Updated fields: b4, d4 (lot #, exp. Date, unique identifier (UDI) #, g3, g6, h4, h11. Corrected fields: d10, e1 (event site email), h6 (medical device ¿ problem code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. . The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. The optical fiber was found to be broken within the membrane approximately 3.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: g1(contact office).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during use of intra aortic balloon pump, a fiber optic failure issue occured and believed it was a catheter issue also. The customer stated the fiber optic worked for the first hour after initiating balloon pump therapy and then failed to work after that. There was no harm or injury reported